Event description:
It was reported that a thin metal thread came off a screw during a orthognathic surgery using a matrix orthognathic plate and screws. During fixation, the surgeon had to remove a screw after insertion with a orthognathic split plate. When the surgeon removed the screw a little thin metal thread connected to the screw appeared. The surgeon believed the metal thread came from the sagittal split plate and the screw had cut into the plate during insertion. The high speed was 8000 rpm when drilling the screw hole. The sagittal split plate is in the patient and the customer needs to know if the thread is from the plate and what material it is and if the screw is the reason for this incident. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The damaged matrix screw and a thin metal thread was returned for inspection and the event was confirmed. The performed investigation could not detect any material faults. The present screw was damaged most likely during use. The increasing damage towards the head of the screw compared to the tip and first convolutions are a clear indication for conditions of use during the screwing. Due to the small dimension of this screw, the applied force can easily exceed the stability and lead to deformation and damage without the conscious application of high loads by the user. The separated thread has an identical chemical composition as the screw material. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. Due to the small dimension of this screw, the applied force can easily exceed the stability and lead to deformation and damage without the conscious application of high loads by the user. Hence, this device failure is related to the conditions of use and the operational context contributed to this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).